Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13100). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented to the clinic after receiving a patient notification alert. A sudden drop in battery voltage was noted. The device was explanted and replaced due to suspected premature battery depletion. There were no adverse consequences to the patient.